Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 30 percent remaining to 14 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, the device is being retained by the facility and is therefore not expected to be returned.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 30 percent remaining to 14 percent remaining over the course of three months. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.